Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of images freeze up when the nurse does the PICC. They try rebooting it and it works for a bit then freezes up again was unconfirmed. The reported issue of the image freezing up and needing rebooted is unconfirmed. The unit did not freeze or need rebooted during the assessment. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
Images freeze up when the nurse does the PICC. They try rebooting it and it works for a bit then freezes up again.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Images freeze up when the nurse does the PICC. They try rebooting it and it works for a bit then freezes up again.